Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system is not alarming outside the patient room. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The rse confirmed instructed the customer to investigate speaker connection. The customer found the standoff speaker cable screws onto were unscrewed. Once the customer screwed them back into place, the sound came back. Based on the information provided in the case, the device was returned to functional use after the customer screwed back the standoff speaker cable screws back into place. The device remains at the customer site. No further investigation or action is warranted at this time.